Event description:
(B)(6). It was reported that left bundle branch block(lbbb) and 1st degree atrioventricular block occurred. A 25mm lotus edge valve was implanted in a patient. Lbbb, 1st degree atrioventricular (av) block appeared after the transaortic valve replacement (tavr) procedure on the same day as the valve implant.